Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead migrated and perforated the rv apex then entered the patient's pericardial space. Moreover, this was confirmed through transesophageal echocardiogram (tee). Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead migrated and perforated the rv apex then entered the patient's pericardial space. Moreover, this was confirmed through transesophageal echocardiogram (tee). Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.